Event description:
The pt reported the device system was removed due to a staph infection. Hcp reported the pt was diagnosed with an infection in 2005. The symptoms included fever, redness, swelling, and drainage. The primary location of the infection was the device pocket. Cultures were taken but the hcp reported the type of organism as unknown. The pt was treated with IV antibiotics and the total device system was explanted. Hcp reported the infection resolved and the pt is doing well. The device system was explanted but not returned to the manufacturer for analysis.